Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was chipped. The customer¿s blood glucose level was about 150 mg/dl at the time of the incident. Customer stated that the insulin pump received failed battery test. The customer stated that the location of damage was reservoir ring. The customer was assisted with troubleshooting and reported that the reservoir lip ring was damaged and reservoir was not able to lock in place when inserted into insulin pump. Customer stated that it was little bit loose. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).